Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for assessment. The returned device included the hemostasis sheath, carrier tube, arteriotomy locator and the header bag. The hemostasis sheath and carrier tube were returned fully mated, rear locked with the distal tip removed, therefore exposing the anchor in the carrier tube. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posted to the tip of the hemostasis sheath. The device history record review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits of the hazard based risk table (hbrt).

Event description:
The user facility reported that during the puncture step of the angio-seal placement, no resistance was felt when pulling back the device. The entire device was pulled out without sealing the puncture. A percutaneous coronary intervention (pci)procedure was performed on the patient prior to the use of the closure device. The sheath size used was 6f. Patient demographics are not available due to privacy rules. This occurred during use on the patient and during placement. No patient injury was reported. Additional information was received on 7 jan 2025: the patient underwent a coronary angiography (cag). A 6 french (6f) slender sheath was used. The catheters used were: judkins left 4 (jl4) 5 french (5fr), internal mammary (im) 5 french (5fr), and judkins right 4 (jr4) 5 french (5fr). The guidewire (gw) used was a 0.035-inch bmw guidewire, 150 cm in length. There were no complications during the procedure, and the cag was performed successfully. Before the angio-seal (as) was placed, a pre-deployment angiogram was conducted, confirming the puncture site was suitable for as placement. During the "seal the puncture" step of the as placement, no resistance was felt when pulling back the device. The suture broke, and the entire device was pulled out without sealing the puncture. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient is stable with no complications. The puncture was closed by manual compression.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.